Event description:
Report of explant of device system due to "infection" rec'd per annual device tracking report. F/u with hcp revealed the pt's device was explanted on 2000. The symptoms reported was fever. The device pocket was the primary location of the infection. A culture was obtained and was positive for staph. The pt was treated with IV antibiotics and total system explant. The infection resolved.